Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the suture tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. -visual inspection identified that the white braids were broken/damaged. The white/black suture was not returned. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing, the device coming in contact with another device during use, and/or improper surgical technique.